Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that at the conclusion of the procedure the clinician attempted to pull the wire back into the catheter and was unsuccessful. The clinician attempted to advance the wire and was also unsuccessful. The clinician removed the wire and catheter together and replaced the wire and catheter. Upon, post-procedure examination tissue was found on the wire. No additional patient consequence to report.